Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the implantable cardiac monitor exhibited a false pause episode due to under-sensing and a sudden decrease in r-wave amplitudes. Programming changes were discussed but not made. Patient was stable and will continue to be monitored.